Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the clear link secondary medication set had flow issues. The user spiked before venting the devices spike resulting in wetting of the filter&#56224;there was no report of patient injury, medical intervention or adverse event associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). During follow up with the reporter, they stated that the correct technique was used during set-up. The actual device was not returned; however, per the customer's request, baxter performed a study using an in-house clearlink secondary set (2h7462) and using a set-up that attempted to replicate the reported set-up. Hospira extension sets (with a straight smartsite and a male luer), vials of clindamycin, and vials of ofirmev were used in the study with the baxter set. The study found that when the spike of the baxter set was inserted into the two vials following the label copy, full flow was observed during flow rate testing. When the baxter set's male luer was connected to the non-baxter smartsite using the label copy, full flow was observed. The study also found that how the vial is handled during spiking and hanging may cause a slow flow condition, and that not fully tightening the male luer into the smartsite caused a slow flow condition. The reported no flow condition was not replicated in the study. Should additional relevant information become available, a supplemental report will be submitted.